Manufacturer narrative:
(B)(4). The product involved in the incident is a contoura 1080 bed, serial number (B)(4) which was manufactured on 10-13-2004. The device history record has been reviewed - no anomalies were recorded at the lime of manufacture. It is also worth noting that at the time of the incident ((B)(6) 2013) the bed was over nine years old and we are not aware of any other problems with the device prior to the event. Based on the information collected to date, it can be concluded that the uncommanded movement of the device was caused by damage to the nurse handset cable exposing the inner conductors of the cable, which we presume is the result of it being dropped, getting run over or being entangled within the moving parts of the bed. The product IFU (746-128-4) recommends carrying out routine servicing every six months - one of the steps is to examine the flexible cable for cuts, abrasions, kinking or other deterioration, which should minimize the risk. Also to reduce the possibility of damaging nurse handset, the sliding tray beneath at the foot end of the mattress platform has been designed with a place to store the nurse handset. The device failed to meet specifications and the component failure was the direct cause of the complaint, however there was no injury to the patient. We have also reviewed our post market surveillance trending analysis and we do not have any adverse trends for this failure mode. The contoura c1000/1080 bed was introduced in to the market in 1999 and we have sold approximately (B)(4) beds worldwide since that time. This is the first incident of this nature involving the contours c1000/c1080 bed that has been reported to us, whereby the root cause is related to an electrical failure in the handset due to damage to the cable. The bed is nine years old and the most likely cause of the failure is use error - which represents a failure rate of (B)(4). Given the circumstances and the number of products in the market this incident appears to be an isolated maintenance issue. We shall continue to monitor for any further events of this nature and do not propose any further action at this time and we would ask you to consider the incident closed.

Event description:
It was reported by the customer that a backrest section of the bed drove automatically up and down - without a button activation on the handset. There was no injury to the patient. The device was inspected at the user's facility by an (B)(4) representative, who could not duplicate claimed failure but has found that a hand control has exposed wires.